Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button due to corroded keypad traces. The insulin pump has minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that the up arrow was not responding. Customer changed the battery but button was unresponsive. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.